Manufacturer narrative:
A sample was not returned, and a lot number for the affected product was not provided; therefore, a complete investigation was not able to be conducted. However, during the investigation of a similarly reported event, it was found that the reported temperature drop can be seen within a few minutes after a full flow rate is ceased or decreased drastically. The temperature drop in the fluid is likely due to the flow rate decreasing. If the fluid is no longer flowing at a high rate, and being warmed or staying warmed by the heat exchanger at the same rate as it had previously, this temperature will drop due to the heat no longer being transferred to the fluid. The room temperature in the operating room is most likely much lower than the fluid temperature; therefore, this lower ambient temperature is causing the fluid temperature to be lowered once the full flow is decreased or stopped. This is not a product issue. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
It was reported to terumo cardiovascular that during cardiopulmonary bypass, there is an inaccuracy with the venous temperature measurement. The venous inlet temperature measurement drops up to 2 degrees celsius from pre-wean full flow. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.